Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tube on an extension set was not correctly fixed on the connector which resulted in a leak. This was further described as the ¿tube on the extension set was near the bottom rather than top of the connection¿. This was observed during prime step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11: h11: the device was discarded; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and did not show evidence of a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.